Event description:
It was reported that a loss of therapeutic effect was noted. When they had gone to the doctor last, the system was not working anymore. The reporter was not sure when it stopped - probably at least 2-3 months not working. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3889-28, lot# v207130, implanted: (B)(6) 2009, product type: lead. (B)(4).